Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the high definition monitor did not power up. The customer reported the issue was found during inspection prior to a therapeutic procedure. The procedure was completed with equipment replacement with no delay. The customer reported the issue had no impact to patient or procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation. The device was evaluated by olympus. The evaluation found that the allegation that the monitor would not power up was confirmed due to a faulty ¿bi board." Additional issues were identified during the device evaluation: image failure due to a faulty liquid crystal display panel; a broken rear panel; cracks on the display frame; and scratches on the display.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.